Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacture representative. It was reported that the lead wire was cut by the physician on explant so event though the lead will be coming with the stimulator there probably can¿t be any analysis done on the lead.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that at ins stage 2 implant with hcp on (B)(6) 2024 and physician felt they could not get a good connection with the header and the lead. They stated there was too much play after screwing in the set screw after hearing the audible click. For trouble shooting, the physician unscrewed set screw and removed lead from header. The set screw was backed out and the lead was again reinserted into the header and the set screw was screwed in until audible click but physician still felt that the connection was not correct. Another attempt was made to unscrew set screw, lead was removed from header and cleaned off with wet gauze and then dry gauze and then reinserted into the header set screw screwed until audible click but physician said she still felt play and requested another 97800.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.